Event description:
It was reported that the pulse generator could not be interrogated, despite using multiple programmers. It was noted that the patient recently had a lithotripsy procedure performed. A device download was unsuccessful. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
.